Manufacturer narrative:
(B)(4). Concomitant medical products: 42522100410 - articular surface medial congruent (mc) right 10 mm height use with tibia sizes c-d/cr femur sizes 6-7 - 65280730. 42502206202 - femur trabecular metal cruciate retaining (cr) narrow porous - 65101124. Foreign country: (B)(6). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2022-00135.

Event description:
It was reported that the patient underwent an initial total knee arthroplasty. Subsequently, the patient was revised approximately 23 days later as the articular surface slightly dislocated and moved on the tibial tray postoperatively. Only the articular surface was replaced. The joint did not dislocate. Attempts have been made and no further information has been provided.